Event description:
It was reported that a pt underwent a sling procedure in 4/30/2000. The pt has experienced vaginal, pubic, and urethral pain almost continuously since the initial procedure. The pt reports that during the initial placement of the device, a "button-hole type in-and-out placement of suture - mesh in the vagina" occurred, which has resulted in discomfort. The pt was released from the outpatient surgery center after the initial placement with a foley catheter due to inability to void after surgery. The foley was removed several days later in the surgeon's office without being examined vaginally. Post-operatvie recovery was slow and painful. The mesh in the vagina at about four weeks post-operative was extremely tender and had foul discharge. On an unk date, the pt underwent a vaginal revision of the sling and an excision and reclosure of the exposed mesh. A little over a year later, during which the pain never went away and got steadily worse, the same site had eroded and the surgeon who placed the sling recommended revising the erosion again. The pt had second opinion and a third surgery with a urogynecologist to revise the original exposure/revision site to try to eliminate pain, inflammation, and spasm, and to try to preserve sling and continence occurred. After physical therapy, two more erosion surgeries and a partial removal of the mesh in multiple sites occurred. A urogynecologist removed the sling in 2005 via an abdominal incision with overnight hosp stay for bleeding. The pt underwent six surgeries in total and is left with pubic pain, vaginal pain, and difficulty with painful sex, walking and sitting, swelling and some difficulty urinating. The pt's stress incontinence has returned despite several rounds of physical therapy and limiting stress on the pelvic floor. After a pain consult, the pt was advised to take gabapentin or pregabalin for nerve pain.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.